Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent damage occurred. The 4.0x16mm liberte bare metal stent was damaged while the physician tried to exchange the catheters. "The stent was deformed while passing out of the y connector." Additional info has been requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The mfg records were reviewed and no issues or discrepancies were found; the device met all specifications. The most probable root cause is considered handling damage as the event occurred prior to pt contact.